Event description:
It was reported via repair work order that the snaps on the mattress were broken, resulting in the mattress not staying on the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.